Manufacturer narrative:
Additional information was received on (B)(6) 2019, clarifying that the physician¿s opinion on the cause of the adverse event was procedure related and not related to biosense webster, inc. Product as initially reported. Investigation summary it was reported that a 70-year-old male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase a steam pop occurred and pericardial effusion was noted. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required due to the pericardial drainage placed. Patient is recovering. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30165795l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase a steam pop occurred and pericardial effusion was noted. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required due to the pericardial drainage placed. Patient is recovering. Physician¿s opinion regarding the cause of the adverse event is that it was biosense webster, inc. Product and procedure-related. Transseptal puncture was performed with a cook needle 71 cm. The catheter irrigation was set at 15 cc/min. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm 3 sec 25%of the time 3 grams of force or more tag size 3 mm. Respiratory gated was used as additional filter with the visitag. The color option used prospectively was tag index. Additional information was requested to confirm if the physician attributed the causality of the event also to the biosense webster, inc. Product as the response received from the biosense webster, inc. Representative is not clear. Should any new information be obtained it will be assessed and processed accordingly.